Manufacturer narrative:
Concomitant products: n051 ICD, implanted: (B)(6) 2013; 1258t86 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise, abnormal sensing and fracture. The lead was switched into the left ventricular (lv) lead port and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's right ventricular (rv) lead had insulation damage and varying impedance values. The lead was reprogrammed and remains in use. It was also noted that the patient has a known left side occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had oversensing, underpacing and non-sustained ventricular tachycardia episodes recorded. The lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had sporadic noise, and the lead was plugged into the left ventricular (lv) lead port. The lead is still in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead was replaced with an epicardial lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that 2 second pacing pauses were noted on a remote transmission. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.